Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced recurrent low blood glucose, with an initial correction using orange juice followed by another drop overnight; the cause of the event was unclear. Symptoms included hypoglycemia. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the user¿s family and analysis of information provided by the user or third party. Investigation of this case revealed no specific device findings, with insufficient information to identify a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.